Manufacturer narrative:
H5 - labeled for single use?: correction h8 - usage of device: correction manufacturer¿s investigation conclusion: the reported event of a red battery alarm on the power module was not confirmed. The power module, serial (B)(6), nor the backup battery were not returned for analysis. There were no photos submitted for review. The provided information stated that the battery produced a red-light alarm on the power module. The issue was isolated to the battery which was replaced. Additional information stated that no products would be returned and there was no adverse patient impact. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use (rev. B) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1 reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module had a defective battery. Red battery was lightning up, indicated an issue with the battery.